Event description:
The customer has obtained high results on one patient sample for the turbo troponin assay on an immulite instrument when using reagent lot 317 and 318. The patient sample was run two times using reagent lot 317, and then repeated using reagent lot 318 on the immulite instrument. The values obtained were higher than the results obtained on the alternate platform. The initial results on the immulite were reported to the physician(s). It is not known if the results obtained on the alternate platform were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due the high results obtained on the patient sample for turbo troponin.

Manufacturer narrative:
Siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) 1112 was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.